Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of user handling/ insufficient device reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment. Inspection of endoscope ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function ¿when using the air/water button: 1. Check that water flows over the entire endoscopic image when the air/water button hole is blocked with a finger and the button is pressed¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle, the air and water supply volume did not meet the standard value, due to clogging of the nozzle, the water removal ability did not meet the standard value, due to deformation of the electrical connector guide pin, water tightness was lost, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of the standard value, indication on scope connector was peeled, the paint on the air/water cylinder was peeled, the adhesive on the bending section cover rubber had a chip and a scratch, the objective lens had a crack, the light guide lens had a crack, the electrical connector had discoloration due to water leakage, the connecting tube had a scratch and a wrinkle, the control unit had discoloration and a scratch, the universal cord had a scratch, the protector of universal cord on the scope connector side had a scratch, the scope connector had a scratch, the lock engagement knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the flexibility adjustment ring had a scratch, the image guide protector had a scratch, the switch box had a scratch, the suction cover had a scratch, the grip had a scratch, and the plastic distal end cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had an air/water supply flow issue. The issue occurred when preparing the scope for use. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and the evaluation found there was foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.